Event description:
Implanted intrathecal morphine for intractable pain secondary to rectal cancer 12/12/95. Excellent results - return of pain. At subsequent refill, pump found to be inoperable ie, not delivering medictions. Proven pump failure on x-ray of rotor. Removed and replaced 7/1/96.